Event description:
It was reported that the bd phaseal¿ optima protector p20-o had flow issues. The following was received from the initial reporter: 1. One top would not pull up anything. I picked up the product and spoke with the tech for more details- she was unable to push diluent or air into the protector even after switching out injector piece. Patient not affected. They do not have any further information.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - follow up MDR for correction. The initial MDR was inadvertently submitted as a reportable event. The complaint has been updated with the correct event type and this complaint is not reportable to the FDA. If we become aware of anything that demonstrates this failure could cause or contribute to serious injury or death, another follow up MDR will be submitted.

Event description:
No additional information. Record opened in reference to (B)(4). 1. One top would not pull up anything. I picked up the product and spoke with the tech for more details- she was unable to push diluent or air into the protector even after switching out injector piece. Patient not affected- they do not have any further information. Occurrences per reported issue/incident dates one top would not pull up anything/ 1 ea / first week of august.